Event description:
It was reported that patient experienced wetting at night for "at least a month" and pain at the implantable neurostimulator (ins) site when on program 2 at different amplitude settings. Patient reported trying different program settings and "nothing was working." Patient stated she was going to physical therapy and was on traction once. The patient also received therapy which involved putting patches on her knees, and induced heat and current. It was reported that the physical therapist kept ultrasound therapy away from ins, "at least 6 inches." The therapeutic modalities were reviewed and it was reported they could interfere with ins therapy and are a contraindication. If additional information is provided, it will be submitted as a supplemental report.

Event description:
Follow up information received reported that the patient met with the healthcare professional (hcp) on (B)(6) 2013 where it was confirmed that the patient had an increase in incontinence at night. The ins was interrogated and the battery was shown to be okay and the impedances were within normal limits. It was reported that the patient tried all 4 of their programs with no success therapy improvement. The hcp reprogrammed all 4 programs and the patient was instructed to try each new program for 1 week to decide if it was effective. It was noted that all of the patient's questions were answered at the reprogramming session. The patient outcome was reported as no injury (per patient). If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot # v558076, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).